Event description:
Device issue: shaft separation. Time of device issue: unk. Adverse event: none. It was reported that the shaft of the stent delivery system separated. There were no pt effects. Although requested, no add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.